Event description:
Procedure: urological. According to the reporter: the pt's attorney has alleged a deficiency against the device. The product was used for therapeutic treatment. The pt has experienced pelvic pain, unspecified "symptom" associated with female genital organs, vaginal mesh erosion, pelvic exam with trimming of visualized vaginal mesh with subsequent application of silver nitrate in the vaginal cuff/anterior repair, cystoscopy, vaginoscopy, mesh exposure after sacrocolpopexy and mesh implant removal. Associated MDR# 1018233-2012-01991 and 1018233-2012-01992.

Manufacturer narrative:
Additional info from the importer report: (B)(4) 2012. Bard pelvitex polypropylene mesh, catalog #: 486015; (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.